Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the tip of the cartridge split causing the lens to partially shoot out the end of the device. In a follow up, the account representative clarified that the lens was implanted successfully in the capsular bag with no harm to the patient.

Manufacturer narrative:
The device was returned loose in a bag. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. The nozzle is cracked on the bottom behind the wound guard. This damage travels through the thick wound guard and caused a split down the bottom center of the thinner tip. The lens was not returned. A qualified viscoelastic was indicated. The reported tip damage was observed. The root cause for the damage could not be determined. The nozzle is cracked on the bottom behind the wound guard. This damage travels through the thick wound guard and caused a split down the bottom center of the thinner tip. This is atypical damage. This damage is progressive and would have worsened as the lens was advanced. The damage on the bottom of the nozzle started in the thick wall cone behind the thicker wound guard. Unusually high internal forces would be needed to create damage in either of these areas. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced and not an immediate ¿burst¿ event, unless the lens was advanced at a very fast rate. This type of damage would only occur if the lens/plunger were not in acceptable positions for advancement. The dfu instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. The manufacturer internal reference number is: (B)(4).